Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized and treated with an insulin drip for high blood glucose of 560mg/dl. The symptoms leading to her admission was aching and vomiting. Troubleshooting was performed. The customer stated that the insulin pump was not responding. The programming, time, and date were correct. Reviewed the alarm history and found no delivery alarms occurred several days prior the event. No further info was provided.